Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument had smoke coming through the jaws. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.